Event description:
It was reported that the radio frequency programmer head was inconsistent in its ability to gain communication with devices. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the device failed telemetry testing due to the cable being damaged. It was also noted that the label coating is starting to peel away.